Event description:
A report received from (B)(6) stated an 840 ventilator experienced an event during the device's analog testing, which rendered the device inoperable. There was no report of patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the exhalation flow sensor. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications. Covidien ref: (B)(4).